Manufacturer narrative:
Currently it is unknown whether or not the device may have malfunctioned, as the allegation could not be duplicated. It is known that improper insertion of batteries, in any device, may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that the batteries got hot after installing them into the analyzer. The customer then reported that the batteries did not get hot when installing a new set into the analyzer.